Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure there was a dissection and an occlusion. The target lesion location was in the circumflex (cx) artery. The reference vessel diameter was 3mm and the lesion length was 18mm. Pre-procedure there was stenosis of 100% and post-procedure 50% stenosis. A 3x20mm liberte stent was implanted. No attempt was made for direct stenting. There was significant dissection/occlusion not repaired with bailout stenting. The patient was discharged six days after the index procedure. The patient did not have anginal complaints or silent ischemia. Discharge medications were asa 100mg/day for 12 months and clopidogrel 75mg/day for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.